Event description:
It was reported that as the cot was being removed from the ambulance the emt's thought the base was locked in place but it was not. The cot allegedly dropped to the ground with the patient on it. The patient alleges that sustained some typy of neck injury.